Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. C33038, c22048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy. Concurrent conditions included vaginal bleeding, painful intercourse, fatigue, hair loss, obesity, flank pain, back pain, bleeding menstrual heavy, cramp in lower abdomen and smoker. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and headache ("head ache(headaches all the time)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and headache outcome was unknown. The reporter considered headache and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. Most recent follow-up information incorporated above includes: on 4-aug-2020: medical records received. Event medical device removal was updated to pelvic pain. Lot number, reporters information, medical history and lab data were added. Fu 5 & 6 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. ( c33038 , c22048 ) not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy. Concurrent conditions included vaginal bleeding, painful intercourse, fatigue, hair loss, obesity, flank pain, back pain, bleeding menstrual heavy, cramp in lower abdomen and smoker. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and headache ("head ache(headaches all the time)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and headache outcome was unknown. The reporter considered headache and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and experienced headache ("head ache(headaches all the time)"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and headache outcome was unknown. The reporter considered headache and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received- case was upgraded from non-serious to serious incident. New event medical device removal was added. Essure removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.